Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy when site tested for accuracy with the pointer. Site spun again and they were still inaccurate. Nurse reported no movement. Troubleshooting was performed and technical service(ts) suggested, tried taking a spin with the other side of the image acquisition system. The doctor was already upset so ts suggested changing out the reference frame for now when doing the new spin if they decide to since those two portions control accuracy. This was occurred intra operatively. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
(H3,h6): medtronic representative went to the site to test the system. Alleged image acquisition system(ias) accuracy issue. Tested both ias trackers with navigation system. Both trackers functional and properly calibrated. Performed system checkout. System fully functional. B01,c19,d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the reported issue and found that this was not a software issue. Complaint data analysis found the event is due to a hardware issue as per complaint data. Tested both imaging system trackers with stealth navigation. Both trackers functional and properly calibrated. Performed system checkout. System fully functional. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.